Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient's concern with the device. The device ha been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observation deformation on the device. Red particles observed in the surface of the shell. Cloudy observed in the gel.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth due to the patient's concern with the device. The device ha been explanted.